Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported an early sensor expiration. The sensor was inserted into the abdomen on (B)(6) 2019. No additional patient or event information is available. Data was provided for investigation. The problem was not confirmed. The root cause could not be determined post investigation.